Manufacturer narrative:
The reported malfunction was observed and attributed to loose hardware within the device. The compressor was replaced to resolve the malfunction. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that the device displayed a "compressor fault 1001" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.